Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as imprints and allergy to fabric on garment. Patient has a history of sensitive skin. The patient¿s physician prescribed a cream for the skin irritation.there was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.